Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarm occurred. A systems check was performed by tandem technical support (cts) which revealed that the customer was not performing the cartridge air removal technique during the load sequence. Cts educated customer on air removal step of load process. A cartridge change was performed to resolve the issue. Customer's blood glucose level was 259 mg/dl at time of event.